Manufacturer narrative:
Section b5, d7: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had a cut in the silicone sheath of their driveline which was noted during their patient clinic visit. The patient also reported pain over their pump pocket. The patient had foul-smelling drainage and the patient was sent for abdominal CT. It was reported that the patient underwent a pump exchange on (B)(6) 2020 due to an internal breach of the driveline. Although it was an internal breach, the device was functioning normally. Puss was noted in the pump pocket at the time of the exchange. The culture results from the puss at the time of the exchange was found to be methicillin susceptible staphylococcus aureus and the patient was treated with antibiotics (ciprofloxacin).

Manufacturer narrative:
H3, d10: correction. Manufacturer's investigation conclusion: review of a submitted video clip confirmed the report of superficial damage to the outer jacket of the patient's driveline. In addition, review of the submitted video clip confirmed the report of drainage coming from the area of driveline outer jacket damage. Moreover, the evaluation of (B)(6) confirmed the report of a breach in the outer jacket on the internal portion of the driveline. However, a specific cause for the reported pump pocket infection could not be determined through this evaluation. Review of the video clip submitted by the account confirmed the presence of a small tear in the outer silicone sleeve of the patient¿s driveline adjacent to the terminus of the distal end bend relief. Upon squeezing the driveline on both sides of the outer jacket tear, dark yellow/brown liquid drained from the damaged area. It was later reported that a pump exchange was performed due to an internal breach of the driveline. Despite the internal breach, the device was reportedly functioning normally with no alarms. Puss was noted in the pump pocket at the time of the exchange, cultures of which were reportedly positive for infection. Upon disassembly of the returned device, visual examination of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The driveline was returned severed approximately 4 inches from the nipple of the pump housing and an adjacent section of the driveline was also returned, measuring approximately 12 inches in length. The distal end of the driveline was not returned. The silicone of the pump end bend relief appeared unremarkable with no evidence of fracturing or other damage. A small tear in the outer silicone sleeve was identified on the internal portion of the driveline at approximately 10.5 inches from the pump housing. Biological fluid was present between the outer silicone sleeve and clear bionate layers. The outer silicone sleeve was cleaned and no additional areas of outer jacket damage were identified. The underlying bionate layer in the area of outer jacket damage and on the remainder of the returned driveline segments showed no evidence of damage. The goretex wrap was noted to be split open and the dacron velour appeared to have rubbed off in the location of outer jacket damage while the outer silicone sleeve in the torn area was noted to be thinner than the surrounding silicone of the driveline, suggesting that the jacket damage was the result of fatigue failure due to repetitive movement and abrasion of the cable against an object such as a pump component or body structure. The observed tear in the outer silicone sleeve on the internal portion of the driveline would have allowed biological fluid to enter the space between the outer silicone sleeve and the clear bionate layers and travel along the cable to the external portion of the driveline, which is consistent with the submitted video clip. Electrical continuity testing of the returned portions of the driveline revealed no discontinuities or shorts. The metal braided shield on both returned portions of the driveline appeared unremarkable with no evidence of breakdown. The underlying wires along the length of the returned driveline segments appeared unremarkable. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors. The returned portions of the driveline were suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Following cleaning, functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values that were within manufacturing specification. The device operated as intended. The heartmate ii lvas IFU lists infection (including pump pocket infection) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had a cut in the silicone sheath of their driveline which was noted during their patient clinic visit. The patient also reported pain over their pump pocket. The patient had foul-smelling drainage from the driveline sheath and the patient was sent for abdominal CT. The results of the CT did not show specific evidence of infection due to the lack of IV contrast and artifact from the driveline which made the evaluation suboptimal. The plan of care is pending the culture results. No further information was provided.